Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). Updated field: b4, d9, e1(initial reporter name), e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that failed to inflate twice. The fse determined the drive valve assembly was faulty and replaced the part. After replacement , the unit passed all functional and safety tests as per manufacturers specifications.

Event description:
N/a.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) experienced a lack of backpressure during use but it returned to normal after a restart. There was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.